Manufacturer narrative:
Eval summary - no product is available for eval as the pt will not be revised. Also, no x-rays were provided for review. The pt experienced a patella bone fracture and it is unk when the fracture occurred post-op. Based on the available info, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted on (B) (6) 2008, and the pt has experienced a patellar bone fracture. No revision surgery is pending.